Event description:
Diagnostic pelvic ultrasound performed on pt at term for pregnancy. The computer-generated report included erroneous data not based on data on screen. This led to an underestimate of abdominal circumference, which in turn led to a significant underestimate of fetal weight. An attempt was made to deliver vaginally an infant who was in fact, much larger than indicated on ultrasound. Resulted in significant fetal distress.